Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted the revision reported was likely the result of the patient's "incompetent medial collateral ligament." A review of the DHR and/or sterilization records was not conducted because the event as described does not appear to be related to the design, manufacturing, or reasonably foreseeable misuse of the device. Intractable pain is covered under total joint surgery risks section in the optetrak logic total knee system IFU 700-096-119 rev a. Contraindications include, but are not limited to, patients without sufficient soft tissue integrity to provide adequate stability.

Manufacturer narrative:
Pending evaluation. Concomitant devices: (cn: 02-012-45-3535, sn: (B)(4)), lgc tibial fit tray cem sz 3.5f / 3.5t; (cn: 201-78-81, sn: (B)(4)), 3" trocar, mod. Hex 2pk; (cn: 02-012-47-3511, sn: (B)(4)), logic cr tib insert std, sz 3.5, 11 mm.

Event description:
Index surgery of right primary total knee: (B)(6) 2016. The patient had incompetent medial collateral ligament found on x-ray and painful knee with instability on physical exam. The case report indicates that this event is definitely not related to device and definitely related to procedure. This event report was received through clinical data collection activities. The case report indicates the patient was resolved with revision surgery.